Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. The patient experienced a wound dehiscence and infection. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional evaluation was performed and all samples met requirements. Additional information: the actual device batch number associated with this event is not known. Twelve possible batch numbers are reported as follows: batch bkz590, batch bkk262, batch bm6924, batch cd6785, batch bmm149, batch hbm984, batch gmm004, batch cgm382, batch cam386, batch hbz450, batch bpm718, batch bpm959.

Manufacturer narrative:
Conclusion: representative samples were returned for packaging evaluation. Upon visual examination, no breaches were observed regarding the sterile barrier pouch. Packaging was intact and did not show signs of damage. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # bkz590, mfg date 09/19/2009, exp date 07/31/2014.batch # bkk262, mfg date 09/25/2009, exp date 07/31/2014.batch # bm6924 mfg date 11/23/2009, exp date 07/31/2014.batch # cd6785, mfg date 04/26/2014, exp date 01/31/2015.batch # bmm149, mfg date 11/02/2009, exp date 07/31/2014.batch # hbm984, mfg date 02/07/2014, exp date 01/31/2019.batch # gmm004, mfg date 11/01/2013, exp date 07/31/2018.batch # cgm382, mfg date 06/02/2010, exp date 01/31/2015.batch # cam386, mfg date 11/05/2010, exp date 01/31/2015.batch # hbz450, mfg date 02/20/2014, exp date 01/31/2019.batch # bpm718, mfg date 12/04/2009, exp date 07/31/2014.batch # bpm959, mfg date 12/07/2009, exp date 07/31/2014.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.